Manufacturer narrative:
B4:07sep2021. Failure analysis on the returned central processing unit board shows no problem found with the returned cpu board.

Manufacturer narrative:
Date of report: 28jun2021.

Event description:
The customer reported that backup alarm failed" alarm occurred. The customer reported that the unit was in use on patient, but there was no patient harm reported. There's was no delay in therapy. The unit was swapped, and no other medical intervention reported. The customer contacted product support and requested for service repair. Per the service technician, the reported issue was unable to be confirmed by operational checking performed. An occurrence record(s) of diagnostic code 1104 (backup alarm failed) was confirmed in the event log. While the alarm was not duplicated by the operational checking, cpu board which had the backup alarm feature was replaced to prevent recurrence. Unit was checked overall, cleaned, run in tested, and functionally tested.